Manufacturer narrative:
(B)(4). G2: australia. D10: cat #: 00801100228 / modular head 6 degree taper 28 mm head diameter medium neck / lot #: 22067400. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately three years and three months post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2024-01625. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2024-01625.

Event description:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2024-01625. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2024-01625.